Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a dark spot on the display glass, cracked battery tube threads, cracked reservoir tube lip, scratches on the reservior tube window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. Customer stated the insulin pump got wet. Customer's blood glucose at that time was 150 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.